Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device and additional information revealed an MDR reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that an easycore biopsy device was used for a prostate biopsy procedure. According to the complainant, during the procedure, the mechanism "spring" to pull back was broken, no biopsy was taken. The case was completed with another easycore biopsy device with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "good". In 2009, additional information was received that the stylet became bent during packaging for return shipment.

Manufacturer narrative:
This easycore device was received in a ziploc bag. Functional testing could not be performed because of the severity of the damages observed on the device. However, when the device was disassembled to verify its internal components, the cocking spring was observed normal. The stylet was observed bent. The bend was presumed to have occurred in the process of transporting the device to bsc complaint investigation site which was later confirmed by the complainant. The most probable root cause for this complaint is undeterminable - review and analysis of all available information fails to indicate a root cause or probable root cause.